Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a endoscopic procedure. According to the complainant, during the procedure, the needle would not retract, when inside the scope. They took it out of the scope and it retracted fine. They tried the probe again to cauterize, but it would not cauterize. The physician was able to complete the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual inspection during analysis found the needle tip exposed. A kink is present in the catheter. The catheter was dissected, and the hypotube was found to be fractured in the location of the kink. The hypotube appears to have fractured as a result of fatigue in a cyclic bending overload motion. The visual inspection during analysis also found the ceramic tip is missing the gold bands at the first four bands. The ceramic tip did exhibit surface abrasions/smear marks on the surface of the remaining gold stripe sections. This indicates that the device was handled in a manner during use that may have caused flaking of the gold bands during use. The customer's complaint of the needle's failure to retract, and the device's failure to cauterize during the procedure, has been confirmed. The most probable cause of failure is attributed to operational context for both reported incidents. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a endoscopic procedure. According to the complainant, during the procedure, the needle would not retract, when inside the scope. They took it out of the scope and it retracted fine. They tried the probe again to cauterize, but it would not cauterize. The physician was able to complete the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).